Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that their device is no longer under warranty and there is no repair service for the device. Physio recommended that the customer replace the device and remove from service. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy if it was needed. There was no patient use associated with the reported event.